Manufacturer narrative:
A united states customer contacted siemens to report a falsely depressed calcium test result was obtained on one patient sample from a dimension vista 500 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse performed service on the sample (s1) mixer, the sample (s1) arm and the reagent (r1) arm. The service included replacing timing belts, the s1 arm and the r1 arm. The cse performed alignments of the s1 mixer, s1 arm and the r1 arm. Quality control materials were run with acceptable results. The cause of the falsely depressed calcium test result is unknown. Timing belts and mechanical alignments are potential contributing factors. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
A falsely depressed calcium test result was obtained on one patient sample from a dimension vista 500 analyzer. The initial test result was not released. The same sample was repeated on an alternate dimension vista 500 analyzer. The repeat result was considered correct and released to a physician. There are no known reports of patient intervention or adverse health consequences due to the event.